Event description:
Giving depo provera im with 3cc 22ga 1 1/2" vanishpoint syringe. Got halfway through injection and plunger stopped. Aspirated and pushed on plunger again - medication sprayed all over aorund the hub area of the syringe - losing half of the med. - contacted md for further orders. No ill effects for client. Administered rest of dose next day without incident.